Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the cold boot malfunction. All system functions within specification. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2600 fluoroscopy system would not boot up on the first power cycle. System power cycled and boot sequence without issue.